Manufacturer narrative:
This spontaneous case was reported by a medical doctor and describes the occurrence of device breakage ("coil broke in two/micro insert breakage") and complication of device insertion ("device insertion complication") in a (B)(6) female patient who had essure (batch no. D19662) inserted for female sterilization. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. Quality-safety evaluation of ptc: (B)(4). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. In regarding to lot number c19662 (expiration date 28-oct-2017, production date 17-oct-2014) an evaluation of complaints was performed; no confirmed complaints are related to this lot, also no final risk I and ii were detected in this lot. Fifty percent of the complaints were no assessment due to usability issues, 43% of the complaints are related to unconfirmed quality defect but plausible and finally 17% of the complaints are related to unconfirmed quality defect. In addition 29% of the complaints are related to adverse events, 25% are related to bent tip procedural per usability issues and the rest of percentage is related to other events. These rates does not affect the device performance. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Most recent follow-up information incorporated above includes: on 1-may-2017: quality-safety evaluation of ptc ((B)(4)). Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and her coil broke in two/micro insert breakage, during insertion. Device breakage is unanticipated in the reference safety information for essure and may occur during difficult insertion procedure. Considering the event occurred in association with essure insertion, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Further information could not be obtained. According to the updated product technical analysis, a product quality defect could not be confirmed but is considered plausible.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2016 which refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert ) inserted with lot number d19662 (expiration date oct-2017) for permanent sterilization on (B)(6) 2016. On (B)(6) 2016, after placement, the essure coil broke in two (micro insert breakage). The physician removed both pieces and was able to successfully insert a new coil, and bilateral placement was achieved. The coil was contaminated and not available for return. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted and her coil broke in two/micro insert breakage, during insertion. Device breakage is unanticipated in the reference safety information for essure and may occur during difficult insertion procedure. Considering the event occurred in association with essure insertion, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Further information is expected (product technical analysis and breakage questionnaire).